Event description:
The following information was reported: the hospital stated that on (B)(6) 2013 at 2:45 am and at 6:55 am two different anchorfast devices broke at the same location while in use, leading to extubations. Both times the patient was reintubated without complications. At the time of the breakage, the patient was sedated and there was no documented evidence of excessive patient movement. The nurse was in the room for both extubations. Support arms were in use for the respiratory circuit. There was no reported excessive pressure placed upon the endotracheal tube or circuit and no documented position change occurring at the times of breakage. The hospital stated that the anchorfast device broke at the plastic piece where it attaches to the track. The et tube remained securely strapped to the device after the breakage. The hospital had never previously experienced this type of breakage and they have used the device "for years".

Manufacturer narrative:
The parts from the returned samples were evaluated under magnification. One clamp was noted to have "gouge" mark consistent with being put under extreme pressure and the other clamp has a stress mark. Both tracks were also examined and no issues were found. No defects in structural plastic were found on parts. There is no information available to determine how much force or torque was placed on the et tube and anchorfast device during its use but the review of the returned product indicates evidence of excessive force being placed on the product. Therefore user error can not be ruled out. Evaluated complaint trend analysis for shuttle clamp breakage for the last 12 months and was found to be in statistal control.